Manufacturer narrative:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. There was no procedural resolution described. There was no reported patient injury. The event occurred during a retrograde approach performed by a certified user with no visible device damage noted, one exoseal device used, unknown sheath details, the deployment button fully pressed, and the plug found to have not detached after removal. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18458672 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿, could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
A product history record (phr) review of lot revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) could not be deployed. There was no procedural resolution described. There was no reported patient injury. The event occurred during a retrograde approach performed by a certified user with no visible device damage noted, one exoseal device used, unknown sheath details, the deployment button fully pressed, and the plug found to have not detached after removal. The device will not be returned for evaluation.

Event description:
Multiple attempts to gather additional information have been made and have been unsuccessful. The device will not be returned for evaluation.

Manufacturer narrative:
A product history record (phr) review of lot 18458672 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.